Manufacturer narrative:
The investigation confirmed that results obtained on the vitros 5600 integrated system for five patient samples processed from one sample tray were associated with the incorrect patient. A definitive assignable cause of the event could not be determined. The scenario could not be replicated during an internal investigation by the systems software engineering r & d team. There was no indication of a systemic issue with the vitros 5600 integrated system hardware or software. All evidence suggests this was an isolated event. The vitros 5600 integrated system did not malfunction.

Event description:
The customer reported that results obtained on the vitros 5600 integrated system for five patient samples processed from one sample tray were associated with the incorrect patient. The mis-association of patient demographics may potentially lead to inappropriate physician action. Sample results associated with the wrong patient were reported out of the laboratory, however there was no allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho). Complaint numbers (B)(4).